Manufacturer narrative:
The relevant error log was requested on jan 30, 2007 and a reminder sent on 2/13/2007, but no info was received. Therefore, no in depth analysis was possible. From the info already available, it was concluded that water inside of pato sensor has caused a too low oxygen measurement. This effect depends on the amount of water inside of the sensor system: more water in the system causes lower oxygen concentration being displayed. Normally the water trap protects the sensor system of water infiltration. If the user doesn't chance the water trap in the interval prescribed in the instructions for use, the filter function of the water trap can fall. In any case, the o2 alarm will be generated if the alarm level set is reached. The rescale algonithm of the new pgm-sw 1.33 was improved to make oxygen concentration measurement more reliable after registration of incorerect values.